Event description:
It was reported that an ilet user experienced fluctuating glucose levels related to meal announcements and hypoglycemia treatment practices, including a reported low after a meal announcement and subsequent overtreatment that contributed to rebound highs; the device did not present alarms, and there was no device component implicated. Symptoms included hyperglycemia with recorded glucose values up to 202. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem characterized by improper or incorrect procedure, specifically confusion about meal versus snack announcements and aggressive treatment of low glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event. The user was transferred to a clinician for education and a factory reset discussion.